Event description:
It was reported that a lesion in the left anterior descending artery could not be treated percutaneously by a non-abbott device due to heavy tortuosity and calcification. A balance middleweight guide wire was advanced via radial access and pre-dilatation was performed using a 2.0x15 rx mini trek balloon. A non-abbott stent delivery system was advanced but could not cross the lesion due to the heavy calcification. The rx mini trek was re-advanced without resistance and the balloon was inflated to 12 atmospheres. The balloon was inflated again to 14 atmospheres when contrast was noted leaking from a small pinhole. The device was withdrawn from the anatomy without resistance. Another xience prime stent delivery system was advanced and the stent was deployed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed, including shredding/peeling of the balloon. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.